Event description:
Pieces of lint and strings from a laparotomy sponge fell into the surgical wound during an operation. Both lint and strings were successfully removed before the surgical wound was closed. The patient required no testing or extended care as a result of this event. To date, there have been no reports of infection or other event-related issues for the patient.

Manufacturer narrative:
(B)(4): (importer/repackager) is submitting the report on behalf of (B)(4) (manufacturer). This complaint of pieces of lap sponge lint and strings falling into a surgical wound was reported by the hospital to our customer, a distributor, some time in (B)(6) 2014. However, (B)(4) has no record of having received any communication from our customer until (B)(4) 2014, even though the customer states they had reported it to (B)(4) 2014. Upon receipt of the complaint, (B)(4) immediately opened complaint number (B)(4) and began the investigation. (B)(4) has requested, but to date has not received, photos or samples of the defective sponge or complaint lot. . (B)(4)'s inventory of the complaint lot has been exhausted. (B)(4) the manufacturer, has been notified of this issue, and reviewed the device history record for this lot, finding no abnormalities. The hospital reported that four sponges of this lot had issues with lint and strings. Currently, we have received no other complaints for this issue for this sponge and do not see a significant trend for this issue. However, we have entered this issue into our database and will continue to track for any related trends.